Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water channel was clogged with a white foreign material that could be identified as possibly simethicone. The cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected but is likely the material remained because the user deviated from the instruction manual, which advises no additives to the sterile water. The event can be detected and prevented by following the instructions for use (IFU): instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the event and gif/cf/pcf-290 series operation manual 3.8 shows how to prevent it. "Inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the angulation of the evis lucera elite colonovideoscope failed during reprocessing after a procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there were remnants of a white crystalized contamination, believed to be simethicone, within the air/water channel. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in, evaluation found the complaint was confirmed and angulation was reduced. In addition, evaluation found the air channel was cloudy in appearance compared to the water and biopsy channels. The contamination was evident in the air/water connecting pipes that attached to the cylinder and in the cylinder connecting pipes. A channel cleaning brush was used to brush the effected channel. Debris was evident on the brush and at the end of the channels. Evaluation also found the light cover glasses were chipped, the glass adhesive was worn, the distal end adhesive was worn, the insertion tube had minor marks, the knobs had play and the electrical safety test failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.